Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of valve, fold creases, wear abrasion and a curved opening. A leak test was performed which identified one opening. A microscopic analysis identified a curved smooth opening on the posterior side in the same location of crease assessed as fold flaw opening, and partial delamination of diaphragm flange disk shell assessed as adhesive failure. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening assessed as fold flaw opening. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.